Event description:
Transported to radiology for CT scan abd to rule out gi bleeding. Transported on kin air iii low air loss bed - unit included a battery pack attached under bed to be utilized for transport of bed. In CT scan area, a very noxious odor was noted. Pt became diaphoretic and tachycardic. CT was aborted and pt transported via bed back to ICU due to deteriorating condition. After arrival in ICU, staff noted fumes were emitting from the battery pack. Pt immediately moved from bed and the bed placed outside building. Several employees had episodes of eyes burning and watering and coughing. Pt improved the next day but subsequently expired on 1/29/98. Attending physician did not feel the pt expired as a result of the incident.